Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) display has lines all over.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the cs300 intra aortic balloon pump (iabp) unit had display with lines. Customer reported white lines on display when powered on. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
Updated fields - b4, b5, b6, b7, d9, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) inspected unit and problem not reproducible. Inspected coiled cable and found wear and tear. Replaced coiled cable and passed. Performed multiple tests on display and passed. Both display and keypad functioning normally. Performed full functional, visual, mechanical, and electrical testing. All tests passed, ready for clinical use. The following was performed by the technician of the maquet failure analysis and testing (fat) department. The failure analysis and testing department received the following part associated with this complaint - ccc cable coil. This part was received with a reported unit failure message of white lines on display. The failure analysis and testing dept. Performed a visual inspection, and the part looks in good condition. The failure analysis and testing dept. Installed cable coil into the cs300 test fixture and tested to the factory specifications per the cs300 service manual. The fat dept. Did not see white lines on display after cs300 turned on. The fat dept. Was not able to replicate the failure observed by the customer. The cable coil passed testing. Retaining cable coil in the fat dept. Per procedure. The non-conformance with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.